Manufacturer narrative:
(B)(4). Describe event or problem - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. (B)(4) bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. A bin file review was performed and the transmitter failed as the reported complaint of a loss of connection was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.